Event description:
It was reported that during a lap hernia procedure, there was difficulty forming the clips. Another instrument used to complete the procedure without further issue. There was no patient consequence reported.